Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no, or very little, glue on the inside of the pads; as a result, the pads did not stick to the patient. It was later reported that the pads were replaced with a set of small pads.

Manufacturer narrative:
Received 1 kit of 4 arcticgel pad only without original packaging. Per the visual inspection, the four arcticgel pads had evidence of use, and were received without the white film. No manufacturing issues were identified during visual inspection. Per the tactile evaluation, the four arcticgel pads hydrogel felt slightly dry; however, the pads still had some viscosity. The reported issue was confirmed with an unknown cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "use pads immediately after opening. Do not store pads in opened pouch. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no, or very little, glue on the inside of the pads; as a result, the pads did not stick to the patient. It was later reported that the pads were replaced with a set of small pads.